Event description:
New information received indicates that the lp was attempted to be repositioned due to unsatisfactory testing numbers. It was then noted the helix had stretched.

Manufacturer narrative:
The reported event of broken helix was not confirmed. Final analysis found the helix length was within of specifications. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the helix was deformed. The lp was removed and replaced. The patient was stable.